Event description:
After a reported head trauma there was an obvious decline in hearing performance with the device. After three weeks of observation, the hearing benefit still didn't improve. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Device investigation revealed the substrate of the device to be broken. The investigation results appear to match the problems and the reported accident mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a reported head trauma there was an obvious decline in hearing performance with the device. After three weeks of observation, the hearing benefit still didn't improve. The user was re-implanted on (B)(6) 2019.